Event description:
It was reported that the right atrial (ra) lead dislodged during system upgrade procedure. The physician decided to explant and replace the lead.. No patient complications have been reported as a result of this event.